Manufacturer narrative:
Cmp-0507909 this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of both devices exhibits dark debris on the conical taper. The head shows a thread-like pattern on the taper. Burnishing is seen on the elliptical taper of the neck. The dimensional analysis of the head wherever measured are conforming to print specifications. Devices were submitted for further analysis. The head analysis determined deposits on the tapered surface and circumferential grooves, possibly from the imprinting of the surface texture of the stem taper. Etching and light surface pitting were also visible on the tapered surface. Quantitative eds analysis of the tapered surface showed combinations of: biological material containing some or all of the elements c, o, p, and ca. Cocrmo substrate material that showed elevated levels of cr, mo, and o, possibly evidence of corrosion products. Titanium and aluminum, possibly transfer from the stem taper. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. The neck analysis determined evidence of circumferential machining marks and dark deposits. Deformation marks were observed on the inferior side of the neck, possibly consistent with neck impingement. Quantitative eds analysis of the tapered surface showed combinations of: biological material containing the elements c, o and ca cocrmo material that was likely transferred from the modular head, showing elevated levels of cr and mo, possibly evidence of corrosion products ti6al4v substrate material, notably in areas free of deposits eds analysis of the surface of the adapter outside the morse taper was consistent with ti6al4v alloy with minor contamination by organic material containing c and o likely from the head taper. Primary op notes were reviewed and identified the surgeon placed a press-fit 52mm acetabular shell. During the procedure, the 52mm shell became loose and was exchanged with a 56mm shell, secured with two screws. Revision op notes were reviewed and identified patient was revised due to due to pain, elevated metal ions, and pseudotumor. During the revision procedure, corrosion was noted on the head and neck junction with extensive tissue damage within the joint. CT confirms fluid collection within the left hip ¿ possible metallosis pseudocapsule. Serum cobalt 2.2 (normal <1.9), serum chromium <0.2 (wnl) were noted. Murky gray fluid encountered. Corrosion noted between the head and neck taper. Stem was decided not revise as the source of metallosis was possibly from head and neck taper junction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: item #00-7713-012-00 kinectiv stem lot 61409710. Item #8018-32-02 versys head lot 61502855. Item # 6305-56-32 longevity liner lot 61320658. Item #6202-56-22 tm shell lot 61471569. Item #6250-65-40 screw lot 61474972. Item #6250-65-35 screw lot 61347344. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00561.

Event description:
It was further reported that the patient underwent a revision procedure due to pain, elevated metal ions, and pseudotumor. During the revision procedure, the surgeon noted murky gray fluid within the joint and corrosion on the head and neck junction with extensive tissue damage to the abductors and external rotators within the joint. The surgeon further noted that the source of the metallosis was at the head and neck taper junction. Additional information was requested however none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown cup, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown liner, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02692, 0001822565-2019-02693.

Event description:
It was reported patient's hip was revised approximately 8 years post implantation due to unknown reason. Additional information was requested however, none was available.